Event description:
It was reported that (1) device was used during a left lower lobectomy. It was reported by the affiliate that the tsw45g was fired with a tr45b reload, then the original tr45w from the instrument was then fired. On reloading with a tr45g, to attempt to resect the fissure, the device was closed and cut without laying a staple line. All staples were open, therefore no anastomosis of lung tissue. On firing, the firing lever did not immediately resume to the ready position, but did so after a couple of seconds. A second tr45g was inserted and dry fired ok. A third tr45g was fired on subsequent lung tissue without incident. A further firing of tr45g(x1), tr45w(x2) in the same device, were performed without incident. On re-inflation of lung tissue at least (x3) air leaks were evident over the staple lines of tr45b and tr45g. Haemostasis was achieved with a vascular cartridge. All areas were oversewn with 3/0 vicryl. The remainder of the procedure went as planned. Pt thoracotomy wound was closed as usual. The product specialist was present at all times during use and all tissue was easily compressed. Instrument total firings was (x8).